Event description:
Consumer claims to have had ears pierced with the inverness system at a retail vendor in 04. Sought medical attention in 05 for redness, swelling and embedded earring. A simple removal of the earring was performed and oral antibiotics were prescribed.